Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, three cook bakri postpartum balloons with rapid instillation components were used to treat postpartum hemorrhage due to uterine atony. The first bakri balloon (reference this report), was found to be leaking between the tubing and balloon, while the device was still on the table. A second bakri balloon (reference patient identifier (B)(6)), was opened and believed to be leaking. A third bakri balloon was used successfully. A delay in treatment was the only consequence to the patient. Additional information has been requested. At the time of this report, no further information has been provided.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary as reported, three cook bakri postpartum balloons with rapid instillation components were used to treat postpartum hemorrhage due to uterine atony. The first bakri balloon (reference this report), was found to be leaking between the tubing and balloon, while the device was still on the table. A second bakri balloon (reference patient identifier (B)(6)), was opened and believed to be leaking. A third bakri balloon was used successfully. A delay in treatment was the only consequence to the patient. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d9, h3, h6 (annex b). Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. The complaint device was returned for evaluation. The device was functionally tested by inflating with water, and leakage was observed. Under magnification, the leakage was found to be originating from the distal glue bond of the balloon to the catheter. The complaint conclusion remains unchanged following the physical examination and testing of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.